Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection. Purulent discharge was observed. An additional procedure was performed in which the area of infection was cleaned, and it was decided to keep the system implanted. It was clarified that the patient is stable and well. This system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection. Purulent discharge was observed. An additional procedure was performed in which the area of infection was cleaned, and it was decided to keep the system implanted. It was clarified that the patient is stable and well. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that a second procedure was performed in order to clean the infection area. However, it was not successful. It was decided to explant the system and a life vest was provided to the patient. This system is not expected to be returned for analysis.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. D6b: explant date. H6: impact codes.